Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's health care provider contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction on (B)(6) 2016. The reaction was located at the sensor site. The patient's health care provider stated that the patient had to stop using the dexcom system due to the reactions at the site. Further details of the reaction were not provide. In addition, the date of when the patient consulted his health care provider is unknown. No additional event or patient information was provided. Picture was provided by the patient's health care provide and reviewed for evaluation on 07/28/2016. Complaint for a skin reaction was confirmed. The root cause could not be determined.